Event description:
It was reported the patient had primary surgery on right knee in 2004. The patient had revision surgery two years later, surgeon found during the surgery that the insert was worn.

Manufacturer narrative:
Product history review, material analysis. No evidence of manufacturing or material defects.